Manufacturer narrative:
Corrected 510k # from k050858 to k050228 added product code : llz -

Event description:
Agfa submitted MDR report # 1225058-2013-00001 to the FDA on (B)(4) 2010 for a customer in the u.s.a and occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat), but with a customer in (B)(6). In (B)(6) 2012, the (B)(6) customer reported to agfa that some fields for custom finding "morphology" under "aortic valve" were not being saved. Specifically, the following report options: "transesophogeal echo (tee) report --> aortic valve --> morphology: when choosing "yes" for rheumatic value, and "probable rheumatic av'" for probability rheumatic, and "commissural fusion, in rolling.. (Incomplete)... For rheumatic morphology, then when clicking on show report, none of these get updated on the tee report. When clicking on the aortic valve again, all the chosen values disappear. In (B)(6) 2012, an agfa cardio clinical reporting specialist determined the site users were selecting specific portions of compound sentences when creating a cardiovascular report, but when reviewed, the user realized those specific compound sentences were not populating in the cardiovascular report. The cause of the issue was due to a compound sentence that wasn't configured correctly. Agfa does not support compound statements in tee and could not make any changes to any of the compound statements. Agfa recommended the site turn off the compound statement for rheumatic aortic valve by changing the gui types from the compound feature to the radio feature. The compound sentence was disabled. No reports were affected due to this event and no harm to pts has been reported. A reportable correction is underway for this issue and has been reported to the FDA. (B)(4).